Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 16224115 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
This is a (B)(6) report of MFR report 3006630150-2016-02392.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.